Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the treatment required the use of a bader infusion needle. It was found that one side of the needle base was partially broken, so it was replaced and explained. No other information was provided.